Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient had been rehabilitated in the hospital and had been in a coma and inconvenient to move. The patient was implanted with external pressure regulator valve due to hydrocephalus. The manufacturer representative had contacted the patient's attending doctor where the doctor would arrange time for the patient to have the pressure adjusted after the chinese new year. Additional information received reported that the patient was in a good condition after the pressure adjustment.